Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown magnum head, unknown; unknown, unknown magnum taper adapter, unknown; unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08060, 0001825034-2018-08061, 0001825034-2018-08119. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Event description:
It was reported that the patient's hip was revised due to unknown reason. The acetabular component and head were revised. The surgeon stated problem with acetabular component. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.